Event description:
Customer reported device => 500 mg/dl. Cusotmer called nurse and was told to call 911. Customer was placed in the ambulance and their device =127 mg/dl again. No treatment was given and customer was released. Control information was not provided. A request was made for return product and replacement product was sent.